Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pushed. This was due to a broken bolus switch on the middle printed circuit board. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the bolus button on the device was pushed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.